Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in calibration during maintenance. The root cause could not be established as the system passed the calibration successful after repeating the initial preparation for calibration, but it can be assumed that the preparation was not fully correct. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
"Flow sensor calibration is needed" and the flow sensor test can't be performed properly. Details: tightness test passes ok flow sensor calibration not ok the test is automatically canceled after turning flow sensor: the unit starts by giving the first level of flow and it's blocked after the second one and the message appears again.